Manufacturer narrative:
Review of device logs identified multiple events in which the maximum outlet pressure was triggered, which stops the pump. Before the final event, the user disabled bubble detection to prevent it from triggering. Investigation of the returned device confirmed that the device had no issues reaching the expected maximum speed. A similar event was able to be replicated by introducing air into the line which slowed the flow rate as the pump worked the air out of the system after which the pump increased to a normal flow. The device therefore worked as intended, but it is suspected that some obstruction (e.g. Air) caused the circuit to be over-pressurized, but was cleared when hand-cranking.

Event description:
User reported that the pump would not achieve normal flow, resulting in the user hand-cranking for the case until normal flow was achieved. There was no harm to the patient.